Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of low voltage alarms was confirmed via log file analysis; however, damage to the white power cable was unable to be confirmed. A review of the log file contained data spanning approximately 1 day (day 1175, hour 20, minute 52 ¿ day 1176, hour 21, minute 47 per timestamp). From day 1175 at 20:52 to day 1176 at 8:49, while connected to batteries, the controller recorded strings of atypical rsoc voltage fluctuations on the black power cable. Starting day 1176 at 7:34, intermittent atypical low voltage alarms activated due to the fluctuating voltage. The alarms resolved after changing to the power module on day 1176 at 8:49. The voltage did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The heartmate ii system controller us, ep (s/n: (B)(4) was not returned for analysis. Per the provided information, the controller was exchanged, and the battery clips were cleaned. It was stated that the controller exchange resolved the alarms. The extent of the white power cable damage is unknown. No photos or additional documents were provided. A root cause of the reported events was unable to be conclusively determined through this analysis. The heartmate ii instructions for use, rev. D, section 12.4 entitled ¿alarms screen¿ and heartmate ii patient handbook, rev. D, section entitled ¿display module¿ describe all system alarms and the steps suggested to resolve each of them, including those associated with low voltage conditions. The heartmate ii patient handbook, rev. D, section entitled ¿caring for the system controller power leads¿ addresses how to properly care for, maintain, and store the system controller and its power cables for proper use. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that multiple low voltage advisory alarms were found on interrogation. The patient could neither recall these alarms nor tell if they were related to battery usage. The patient's controller and battery clips were exchanged. Damage was noted on the white power cable. A review of the log files revealed an odd string of low battery advisories at 1176. These occurred on battery power and only on the black power lead.